Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of 10 minutes occurred due to prepping a new valve.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulop lasty was performed due to a bicuspid aortic valve. Upon initial deployment to 80%, the valve appeared under-expanded and an infold was observed in the valve frame. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: two still images of the event were provided. Fluoroscopy valve load inspection was performed and there is evidence of a possible misload appeared to be present by overlap touching node 4. It cannot be confirmed or denied the misload due to the still image. Per medtronic best practice to confirm a proper load you should perform the load in cine mode, with and ap projection, in high magnification by slowly rotating the capsule 360 degrees to inspect the valve for indications of a misload. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. There was an image that shows evidence of a constrained valve. It was reported the valve appeared under-expanded and an infold was observed in the valve frame. Per medtronic best practice infolding is more likely to occur in the presence of complex anatomies (bicuspid nature, sever calcification). It cannot be confirmed that the valve was infolded with the image proved but it can be confirmed that the valve looks constrained. Per medtronic best practice, if the valve is under expanded remove system, perform predilatation, and implant new valve with a new delivery system. It was reported a new valve was loaded in a new delivery system and successfully implanted in the patient. No patient complications were reported as a result of this event period. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.